Event description:
During an anterior fusion level l2 to l4, surgeon was using an awl to make hole for the screws and the tip of the awl broke off in the pt's vertebral body at l4. A CT scan confirmed the broken piece, surgeon was unable to retrieve the tip of the awl and it remains in the pt's bone at l4. A competitors plate and screws were also removed with the exception of one competitor screw broke and the shaft remains in the pt's bone.

Manufacturer narrative:
Product is an instrument and is not implanted/explanted. The mfg and raw material records were reviewed and revealed no issues that would contribute to the complaint event. The device was received and is in the eval process, no conclusion has been drawn.